Manufacturer narrative:
Investigation: our quality engineer inspected the returned representative samples provided. Bd received five q-syte extension set units within sealed packages from lot number 8239956. All components were present and intact. Through the visual/microscopic examination damage was not observed on any of the components of the units. A water-leak test was performed where leakage was not observed. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that an unspecified number of bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: customer reported that they received a notification about two q-syte locks. After a blood sample, the blood leaked along the split septum (it didn't seem to close properly). The locks had not yet been used for the administration of medicines. The emergency nurses prick their drip without gloves but there were not any report of mucous membrane exposure.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: customer reported that they received a notification about two q-syte locks. After a blood sample, the blood leaked along the split septum (it didn't seem to close properly). The locks had not yet been used for the administration of medicines. The emergency nurses prick their drip without gloves but there were not any report of mucous membrane exposure.